Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced high blood glucose. The customer also reported that the insulin pump triggered threshold suspend. The customer's blood glucose was 413 mg/dl at the time of incident. The customer stated that she treated her high blood glucose. The customer stated that the alarm did not occur after performing find lost sensor. The customer also stated that she received a calibration error. The insulin pump will not be returned for analysis.